Manufacturer narrative:
Result: foot-end lift was stuck in an elevated position due to a faulty foot-end power coil cord.

Event description:
It was reported by service report that the foot-end was stuck in a high height position, and would not lower. No patient involvement or adverse consequences were reported.